Event description:
It was reported on social media by a family relative that her cousin had a vns and she had a loose wire in her neck. The vns reportedly did not work for her cousin. No further relevant information has been received to date.